Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 3/13/2023 there were eight (8) no delivery (insulin flow blocked) alarms that occurred, please see below for the alarm details: 03/13/2023 16:31:56 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 03/13/2023 16:32:42 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 03/13/2023 16:56:18 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 03/13/2023 16:56:42 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 03/13/2023 16:57:06 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. 03/13/2023 18:09:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 03/13/2023 18:13:17 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 03/13/2023 18:24:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported about crack along battery casing, random no delivery. Troubleshooting was performed. Unable to troubleshoot at the time of call or past event resolved by set, reservoir, or complete set change, and the event was resolved by infusion set. The customer reported type of damage was crack, location of the damage was back of battery compartment. No further patient complications were reported. The customer was advised to discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.